Event description:
Consumer reports getting questionable reading on bd cobranded when compared to doctor's meter. Analysis run on clark error grid using doctor's meter reading (58, 54) vs bd readings (400, 394) yielded data points in the "e" range of the grid - outside acceptable range.